Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead was experiencing noise with electromagnetic interference (emi). No intervention has been performed. The patient's condition was stable.